Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that during a vad to vad exchange via thoracotomy, it was noticed that the o-ring broke. There was no reported patient injury or delay in procedure as a result of this event. The o-ring was returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that hvad pump (hw21698) and o-ring met all requirements prior to release. The o-ring was evaluated and based on the investigation conducted, there is no evidence to indicate that a device malfunction was a contributing factor in the reported event. Based on open internal investigation, the most probable root cause for the reported o-ring damage may be attributed to user error during implant as a result of the off-label thoracotomy implant approach. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) provide clear instructions to the clinician on the steps required to attach the sewing ring to the myocardium and how to tighten the sewing ring to the vad. The IFU includes warnings, cautions, precautions associated with this section of the implant process. Safety and hand on qualification is also covered during clinician training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that during a pump exchange procedure via thoracotomy, it was noticed that the o-ring broke with no effect on the patient. A new pump was opened and the o-ring removed and placed onto the pump with the broken o-ring. The device was returned to the manufacturer for evaluation. There was no reported patient injury or delay in procedure as a result of this event.